Manufacturer narrative:
Product event summary: it was reported that the pacing threshold search was aborted due to noise reversion detected. Advised to check for external equipment that may interfere. No device malfunction suspected at this moment. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing threshold search aborted due to noise reversion. The device remains in use. No patient complications have been reported as a result of this event.